Event description:
Additional device evaluation completed.

Event description:
The device was returned to the manufacturing facility for evaluation. The hypotube had pulled out of the luer bond. Visual inspection of the luer bond determined that the adhesive and bond dimensionally and visually met specifications. However it was confirmed that on review of the returned device that the reported detachment was due to the hypotube coming free from the cured glue within the luer.

Manufacturer narrative:
Evaluation, results: (root cause cannot be determined - device investigation is ongoing). Evaluation, conclusions: no conclusion can be drawn (root cause cannot be determined - device investigation is ongoing). (B)(4).

Manufacturer narrative:
Evaluation, results: foreign material contamination. Evaluation, conclusions: device failure directly contributed to event.

Event description:
The physician intended to implant a 2.25 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent for a rec analisation of a chronic occlusion in the mid segment of the rca. The target lesion had been pre-dilated. Resistance was encountered advancing the device to the target lesion and device was removed. On removal, it was observed that the hub of the device had detached from the catheter. The target lesion was subsequently successfully stented. No clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): evaluation, results: component/subassembly failure (root cause of reported detachment was due to the hypotube coming free from the cured glue within the luer).